Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the patient stated they felt burning. Caller initially attributed burning to death of a family member, but later thought it was coming from the stimulator. Caller changed programs and issue was resolved. No further complications were reported or are anticipated.